Manufacturer narrative:
Visual examination of the returned device found the handle cannula has been pulled out from the handle. The wire basket assembly pull wire had been cut and the proximal portion including the handle cannula was not returned for analysis. The pullwire was bent. The basket tip was found intact and the basket wires bent. Furthermore, one of the basket wires is broken. The broken ends of the basket wire were discolored and consistent with those that were contacted by laser. The condition of the returned device was consistent with complaint incident. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failures by causing the tensile force applied by the user to not be fully distributed throughout the device. The complete device was not returned for investigation, therefore the most probable root cause is "undeterminable". A review of the device history record (DHR) was performed and no anomalies were noted. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, during the procedure, a stone was captured with the trapezoid basket in the common bile duct. The physician tried to remove the stone, however the stone could not be removed. The physician tried to release the tip using an alliance handle, however the wire snapped instead and the handle broke. The physician attempted to pull back the device but the sheath came out of the scope. An olympus emergency lithotripter was then used. The stone was crushed sufficiently but one of the basket wires broke. Using grasping forceps to pull the wire, the stone and basket were successfully removed. A plastic stent was then implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported event of handle broken. Reported event of pull wire broken. Reported event of basket wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, during the procedure, a stone was captured with the trapezoid basket in the common bile duct. The physician attempted to crush the stone, however, the stone was unable to be crushed and the tip failed to detach. An alliance handle was then used in conjunction with the basket to crush the stone, however, the handle broke and the tip did not detach. The physician attempted to pull back the device but the sheath came out of the scope . An olympus emergency lithotripter was then used. Stone was crushed sufficiently but one of the basket wires broke. Using grasping forceps to pull the wire, the stone and basket was successfully removed. A plastic stent was then implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.